Event description:
Customer did back to back testing using his meter and a hospital meter. Customer obtained a blood glucose result of 270 mg/dl on the advantage system and a result of 106 mg/dl on the hospital meter. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.